Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was unable to release from the delivery catheter. The lp was removed and a different lp was implanted. The patient was discharged following the procedure.